Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection was performed and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 1 (indicating initial factory state). The sensor plug was properly seated in the mount. The sensor plug was removed and the plug assembly was inspected, no issues observed. Performed visual inspection of the sensor tail and watermarks were not observed. Therefore this issue is not confirmed to an improper insertion. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release.

Event description:
A caregiver reported that on (B)(6) 2020, the customer received an "error 3366" message on their adc freestyle 2 libre. There were no symptoms reported however, it was reported that the customer initially self-treated and then received glucose injection treatment from a third-party. There was no report of death or permanent impairment associated with this event.